Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's button were hard to press. Motor was louder than usual. Customer stated that scratches was there on screen and customer was facing difficulties for reading it, no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive or motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. All buttons responded properly to button presses. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had minor/deep scratched display window. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).